Manufacturer narrative:
Corrected statement: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4). The review of the (manufacturing, sterilization, packaging, boxing) paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient presented with an aneurysm in the left common iliac artery that was treated with gore® excluder® iliac branch (ibe) endoprostheses. The ibe devices were used without the presence of a gore® excluder® aaa trunk-ipsilateral and contralateral leg endoprostheses. To extend the sealing zone of the iliac branch component (ceb) within the common iliac artery it was intended to deploy an aortic extender endoprosthesis (pla) proximal to the ceb at the aortic bifurcation. During the implantation the pla was accidently deployed 5mm above the bifurcation, partially covering the right common iliac artery. Since the artery appeared perfused and all vital signs appeared normal, the physician decided to end the procedure. The patient tolerated the procedure.